Event description:
It was reported that the lead tip was bent. The device was not implanted. The lead was taken out of the packaging for implant and the distal tip was determined to be bent and was not suitable for implant. No diagnostic testing or troubleshooting was performed but would be in the future. The issue was resolved and the cause of the issue was not determined. No patient symptoms were reported. There was no patient death or injury. The patient status after the event was recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_ unknown_ext, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).